Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-05753. It was reported that mildly dizzy and symptomatic patient presented at clinic follow-up due to rapid pacing for light activity. The patient activity sensor had become more sensitive. The patient had a hard fall from performing jiu jitsu but didn't have any rapid pacing issue prior to it. Numerous stored episodes of high ventricular rate were observed. These were found to be reproducible noise on the atrial lead. Programming changes were made. The patient was asymptomatic during and after the event.